Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion. Upon further review of this case it has been determined that the events in MFR. Report number 1221359-2021-01824 were a duplicate of MFR. Report number 1221359-2021-01815.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal swab. No repeat testing was performed. The patient was tested at another hospital a few hours later using the loop-mediated isothermal amplification (lamp) method and pcr (smart gene) which generated negative results. The customer stated the patient was symptomatic with a fever. Additionally, the customer reported there was a delay or impact in the patient's treatment (not specified). There was no patient harm.